Manufacturer narrative:
The customer stated that the operator was not using proper technique. The operator was not using the entire pipette as directed and cannot confirm if the rest of the technique was correct or if proper maintenance was performed. Proper technique and maintenance was reviewed with customer. As per the hcg IFU, visibly bloody or severely turbid urine samples could indicate a compromised sample. If a qualitative interpretation is inconsistent with the clinical evidence, results should be confirmed by an alternative hcg detection method. Viscous (mucoid) samples may interfere with the sample flow. Highly colored samples may interfere with the test. If these conditions exist, do not use the test and re- test with a fresh sample, if possible. In acute situations, you may opt to have a blood sample drawn from the patient and confirm the result by a quantitative lab test. The customer does not have any urine sample left or reagent available for investigation. The customer stated she did perform cleaning, ran controls and then ran a patient correlation between this instrument and another clinitek status+ and all results correlated without issue. The customer is not questioning the operation of the instrument and feels it was operator error combined with sample characteristics. The instrument is operational and they have not had any further issues.

Event description:
The customer reported they ran a pink turbid urine sample on the clinitek status+ and received a negative result. A CT scan was performed and saw the patient had an enlarged uterus. An ultrasound confirmed the pregnancy. There was no report of injury due to this event.